Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system explant due a pocket erosion and infection. During the revision, the pocket was irrigated and the system was replaced on the opposite body side. There was no report of adverse patient effects due to the explant procedure.